Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the splenic artery using a lantern delivery microcatheter (lantern). During the procedure, the physician felt resistance while advancing the lantern and reported that it would not advance out of the guide catheter after several attempts. The lantern was therefore removed and was no longer used in the procedure. The procedure was completed using a different catheter. There was no report of an adverse effect to the patient.